Manufacturer narrative:
Insulin pump passed the self test and displacement test. The audio tone or vibrate feature on the insulin pump functioned properly during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had loss of audio. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. The customer stated that the audio beep test was failed. The device will be return for analysis.